Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the keypad assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the replaced assembly and observed that the on button left side dome would intermittently double bounce, or it would not make contact when pressed.

Event description:
It was reported that the keypad/switch operation of the device was inoperable. There was no pt use associated with this event.